Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Customer also reported issues with crack along battery compartment, no delivery alarms, and carelink upload problems. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. Customer reported hyperglycemia and treated with insulin pen. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device powered up properly and no blank display noted. Device received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected excessive no delivery alarms noted. Device was monitored and no unexpected failed battery test, off no power, or low battery alert alarms occurred during testing. Device was also received with cracked battery tube threads. Device was able to download to the care link pro software without any errors. No damage was found on the lcd isolation tape during visual inspection. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.